Event description:
Alliance registry. It was reported that death occurred. The patient presented with acute coronary syndrome (acs) and unstable angina. The 90% stenosed target lesion was located in the moderately calcified 1st diagonal branch. Treatment with a 2.00 mm x 20.00 mm agent dcb was completed on (B)(6) 2023. Late in the evening on (B)(6) 2024, the patient was found in respiratory arrest. Emergency medical services was contacted and the patient was admitted to the hospital's emergency room. Just after midnight on (B)(6) 2024, pulse check and waveform were performed which confirmed cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed but was discontinued after about 13 minutes. The patient was confirmed to be dead of unknown cause.